Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported a metacarpophalangeal (mcp) implant was implanted (B)(6)-2013 in the patient's right hand. The patient experienced pain and discomfort post operatively (date and duration of time from initial implant surgery was unknown). The patient had an x-ray which revealed the fractured implant. A second surgery was performed, an excision was made and a black substance was noted inside the hand. A revision was performed, the pyrocarbon device was explanted and a silicone mcp was implanted.